Event description:
It is reported that a customer was removing the needle from the sensor and the whole cannula came out. The patient's blood glucose was unk. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent and retracted into the sensor base. The sensor cannula was also found broken in half with the broken part still attached to the tubing. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.